Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to contact the customer to request additional information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery is defective. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported battery failure. Review of the battery logs confirmed that the external battery was defective. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the battery defect was most likely due to an isolated component failure within the external battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery is defective. There was no patient injury reported as a result of this incident.